Event description:
Assistant surgeon was using metz scissors during surgical procedure to remove nylon/ tissue aortic graft. Instrument broke while attempting to use. All the pieces were removed form the pt. No injury happened to the pt or the surgeons.